Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since the product was not returned, visual inspection and functional testing of the device could not be conducted. No pictures or x-ray images were not provided to aid in the investigation of the device. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported that the hex of the implant mount became stripped and surgeon was unable to remove it from the implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the hex of the implant mount became stripped and surgeon was unable to remove it from the implant. The implant was subsequently removed. The patient had to return the next day because surgeon did not have another implant of the same size to place at that time. Patient came back the next day and new implant was successfully placed without issue.